Event description:
The tip of the disposable scorpion needle broke off during arthroscopic procedure. The scorpion needle is used to pass sutures for meniscus repair so procedure can be done arthroscopically.